Event description:
The customer reported a false positive beta human chorionic gonadotrophin (bhcg) result for one patient involving unicel dxc 600i synchron access clinical system. This is report number one of four. All repeated samples produced a negative result. The erroneous result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) went to the facility and assessed the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse performed system check before service was completed, and it failed multiple portions. The fse discovered a broken wire to the light-emitting diode (led) board. The fse completed preventive maintenance (pm) and repaired the broken electrical wire to the led. The fse performed repair verification per the established procedures. The results conformed to published performance specifications. No sample or centrifugation data was supplied. No quality control (qc) data was supplied by the customer. The customer reported dark count errors around the time patients' samples were tested. It is unknown if these errors were associated with result in question. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs: 2050012-2011-02998, 02999, 03099.